Manufacturer narrative:
On july 29, 2021, mentor became aware that device discarded was mistakenly not reported under the previous initial submission. It has been correctly updated on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) h6 - type of investigation.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast augmentation with unknown size unknown saline implants on both sides and experienced bilateral capsular contracture; baker grade unknown postoperatively diagnosed after physical exam. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501630, serial number (B)(4) on the left side, and with catalog number 3501630, serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.